Event description:
It was reported that during normal follow-up, the dependent patient experienced syncope. The left ventricular lead exhibited loss of capture and an impedance measurement anomaly. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).